Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a one time out of range impedance value, which was high. A re-check was performed and the lead was found to be in the normal range. The patient will be monitored, the lead remains in use, and no patient complications have been reported as a result of this event.